Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 160 mg/dl. The customer changed supplies to address the issue; however, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.